Event description:
A peritoneal dialysis registered nurse (pdrn) contacted baxter product surveillance on (B)(6) 2012. She reported that this homechoice patient (hp) had presented to the clinic with signs and symptoms of infection and cloudy effluent on (B)(6) 2012. On (B)(6) 2012 the hp was hospitalized for peritonitis. The hp was treated with cipro (500mg, ip, twice weekly). The hp was discharged from the hospital on an unknown date and is recovering from this peritonitis event. The pdrn stated that the cause of the peritonitis was unknown, but suspected that it was related to the baxter products or solutions as the clinic had seven patients diagnosed with peritonitis in the month of (B)(6).

Manufacturer narrative:
(B)(4). This is report 2 of 3 for this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A batch review was conducted on potentially associated lots (gd891721 and gd892158) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available. This report is associated with patient 6 of the 7 mentioned peritonitis patients.

Manufacturer narrative:
(B)(4). Follow up information was received by global pharmacovigilance (gpv) from the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012. The pdrn stated that the homechoice patient (hp) was hospitalized for this peritonitis event on (B)(4) 2012. A peritoneal effluent cell count was completed on (B)(4) 2012 prior to the start of antibiotic therapy. The peritoneal effluent cell count showed a wbc of 9872. The differential was 83% neutrophils, 3% lymphocytes and 14% monocytes. The hp was treated with cipro (500mg, oral x11 days) and fluconazole (200mg x 5 days, route frequency not reported). The peritoneal effluent cell count was repeated on (B)(4) 2012 and showed a wbc of 28. The differential was 9% neutrophils, 47% lymphocytes and 41% monocytes. The hp was discharged from the hospital on (B)(4) 2012 and has recovered from this peritonitis event. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.